Manufacturer narrative:
A specific root cause was not identified. Calibration signals were within expectations. Quality control results were within 1 standard deviation from target. No issue with the reagent is evident. Assay performance checks performed on the analyzer were within specification. The message alarm history from the analyzer shows an abnormal sample aspiration alarm which could be connected to the elevated result. This event was most likely due to improper sample preparation (fibrin present in the sample). No adverse events for the patient were reported.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e170 analyzer. The patient's initial hcgb result was 16 miu/ml and it was reported outside the laboratory. On (B)(6) 2011, the patient's sample was repeated on the original e170 and another modular analyzer and the results were <0.100 miu/ml. There were no adverse events. The hcgb reagent lot number was 162501 and the expiration date was not provided. The application specialist checked the calibration and quality control results and all were ok. She checked the sample and noticed small fibrins and serum between the blood and gel.

Manufacturer narrative:
This event occurred in (B)(6).